Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that, at implant, the right ventricular (rv) lead connected to this pacemaker had a pace impedance measurement around 1100 ohms and captured at 0.7volts (v) at 0.4 milliseconds (ms). The following day, pace impedance measured greater than 3000 ohms and there was no capture in unipolar configuration. Capture was at 3.4v at 2ms, in bipolar configuration. The patient did report that someone had moved him around in the morning, while the patient was in bed. An x-ray was taken and the rv lead appeared to be in place in the header and in the heart. The lead was subsequently explanted and replaced. The lead was returned an analysis was performed. Laboratory testing of the lead, was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The cause for the clinical observations remains unknown. No additional adverse patient effects were reported.